Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is 4 of 4 for the same event. It was reported that during equipment demonstration, it was observed that four adapter devices were popping open/unlocking while being used. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Quality engineering evaluated the device and observed that the broach adapter did not hold the broach securely. Therefore, the reported condition was confirmed. It was further determined that the adapter had no visible damage, was non-functional; not locking securely, the adapter no longer holds broach securely due to wear of the joints on the locking mechanism. During review of the device manufacturing records for this device it was found that there were no anomalies that occurred during the manufacturing or processing of the device that would have been expected to cause or contribute to the reported event. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.